Event description:
Patient admitted to or for a scheduled procedure to excise a left facial lesion. During the procedure, the surgeon stated the bovie pencil was heating up. He asked if the bovie was grounded. It was. Sparks came off the tip which produced a fire on the drapes, sponge, and nasal cannula. Procedure was followed and a fire code was called. The fire was immediately extinguished with sterile water. The patient sustained superficial burns on his left upper lip, his right cheek, and nose. The surgeon examined the patient's airway by scope and noted a superficial burn of the nasal mucosa. The patient was admitted to the intensive care unit overnight for observaion to assure his airway was not compromised. He was discharged the following morning with no further complications.